Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ridge of dermal filler is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported event of skin irritation: "undesirable effects: medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra plus xc in the "very deep folds" of the marionette lines. A month later, the patient developed a "small ridge" of dermal filler in the left corner of the mouth. The patient developed mouth ulcers in the area due to biting the ridge in the corner of the mouth while chewing food. Patient was seen by a general physician and ruled out any infections in the area. Three days later, the patient was treated with hyalase that had "good effect" by the healthcare professional. Patient was reviewed again four days later and all symptoms have resolved. Patient was concomitantly taking "magnesium tabs."